Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the sureform stapler would not engage. The procedure was converted to laparoscopic surgery with no reported injury.

Manufacturer narrative:
Intuitive has received the part associated with this complaint and completed investigations. Failure analysis investigations confirmed through error logs the customer reported complaint that the sureform stapler wouldn't engage. Review of the engagement logs showed the instrument failed to engage using system (B)(4). Error 22020 occurred stating engagement failure - roll axis. This error indicates a potential high friction with motion. The instrument was placed on xi system arm and recognized and engaged the instrument on 3 consecutive attempts. No error messages occurred. The instrument was driven on an in-house system, and the instrument was able to move intuitively with full range of motion in all directions. The grips opened and closed properly. No errors occurred during in-house testing. Failure analysis found the primary failure of functional test - engagement failure to be related to the customer reported complaint.